Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the ICD involved in this MDR report (B)(4) will be returned for analysis because of connection problem.